Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty approximately ten (10) years and five (5) months ago. Subsequently, the patient underwent a revision surgery due to glenoid bone loss approximately three (3) months ago.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10: medical products: item#: 01.04223.033, invers/revers scr syst 4.5-33; lot#: 2707928. Item#: 01.04223.042, invers/revers scr syst 4.5-42; lot#: 2720418. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left shoulder arthroplasty on and unknown date. Subsequently, the patient is being considered for a revision surgery on and unknown date for an unknown reason. Multiple attempts have been made to obtain additional information; no additional information has been received at this time.